Event description:
Approximately eight months after receiving a cypher stent in the proximal left anterior descending (lad) the patient had restenosis. To treat the restenotis, the patient received another cypher stent. This patient had a medical history including angina pectoris and hypertension. This patient was part of study. The target lesion was the proximal left anterior descending (lad). The vessel was de novo. Eccentric, tubular, moderately calcified and bifurcated. The diameter of the vessel was 2.39mm and the lesion length was 8.07mm;pre-procedure stenosis was 79% aha/acc classification of the vessel was a type b2. It was an elective case. Radial approach was chosen for the procedure; predilation was conducted with a balloon (3.25x12mm) at 6 atmospheres (atm) inflation time was unknown. A cypher (3.0x23mm) ( lot 10804042) was implanted at 14 atm for 16-30 seconds. Post dilation was conducted with a balloon (3.25x12mm) at 16 atm. Inflation time was unknown. Timi flow before and after the procedure was 3. The residual % of stenosis was 7%. Ivus was conducted. However, there was stenosis left at the proximal edge of the stent. Approximately eight months later, theleft lesion progressed and there was 90% stenosis at the proximal edge of the implanted cypher. To treat the progressed stenosis, pci was conducted, pre dilation was conducted with a balloon (3.0x10mm) at 6 atm. Inflation time was unknown. A cypher (3.5x18mm) ( lot unk) was implanted at 16 atm overlapping the initially implanted cypher at the proximal edge. Inflation time was unknown. The residual % of stenosis was 0%. The patient was in stable condition and did not complain of chest pain. Physicians comment: this event is due to the progression of the stenosis left unrelated and so the event is not realted to the implanted cypher.